Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -14.00/3.5/071, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was repositioned due to lens rotation not associated to a low vault but the repositioning did not resolve the problem. On (B)(6) 2018 the lens was exchanged and the problem was resolved.

Manufacturer narrative:
Additional data: device evaluated by MFR-device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens surface. Claim #(B)(4).